Event description:
A complaint was received from the family member of a elite system user. Family member states that the elite system is not showing all of the numbers on the screen. While on the phone a review of the system was conducted. It was learned that the "hundreds unit" was missing most of the segments. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.